Event description:
"User facility's support desk was by nurse at a medical clinic." A parent brought the pt there because the pt was not feeling well. The parent stated that the pt slept most of the 200-mile journey and woke up upon arrival. The pt passed out shortly after arrival. At the time of arrival, the parent states that the pump displayed an "e47" code and was not running. Attempts were made to walk the clinic staff through resetting the pump. The clinic decided to put the drug in one of their pumps using the rate provided by the support desk. The parent did not bring the back up flolan pump. The pt coded & expired at the medical clinic. The pt was then taken to medical examiner's office. In 9/2002, initial reporter of this report, was made aware of this situation and was given the contact info for the medical examiner. They were able to reach him in 10/2002. He stated that he wanted to keep the pump to perform tests on it. They explained that the tests are normally completed as directed by the MFR of the pumps. In this case deltec. They contact deltec to make them aware of this situation. They had already been informed of this matter by phone. After numerous phone calls it was agreed that they would send a return box to the medical examiner's office for the return of the pump. On 10/25/2002, the pump arrived in facility. Deltec has been in contact with them to confirm arrival. Note: there was a significant amount of time between the request to have the pump returned and the pump's arrival. Report completed. Contacted deltec to arrange independent testing.